Event description:
The pt was having hypoglycemic symptoms so family member used the suspect device to check pt's blood glucose. A result of 90 mg/dl was obtained. Family member called the paramedics and when they arrived eight minutes later they tested pt's glucose on their equipment and the level was 50 mg/dl. Pt was treated with a glucose IV at the scene. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.